Event description:
Related manufacturer reference number: 3006705815-2022-18571. It was reported the patient experienced ineffective stimulation due to the position of one lead and high impedances on the second lead. Surgical intervention took place wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.